Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips while monitoring with leads ECG the device displayed a false asystole message. There was no patient harm.